Manufacturer narrative:
(B)(4). The device was serviced and the sample was visually inspected and functionally tested. The reported condition of an f-66 alarm was confirmed in the alarm log. The root cause of the reported condition was due to a defective sensor board. No repairs were performed, the device was swamped. If any additional relevant information is received, a follow up MDR will be sent. Conclusion code 19 was selected because this is the most applicable code to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
It was reported that a flogard infusion pump experienced an f-66 alarm. There was no patient involvement. Additional information was requested and is not available.